Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric resection on a laparoscopic radical gastrectomy, the stapler was fired but had an incomplete staple line on the distal part. Also, the staples burst out and there was poor staple formation. Manual suturing was done to resolve the issue. Another reload was used to complete the case.